Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the distal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below nominal pressure. The device was simply and completely removed from the patient's body. The procedure was completed with another non bsc balloon. No patient complications were reported. The patient condition was good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below nominal pressure. The device was simply and completely removed from the patient's body. The procedure was completed with another non bsc balloon. No patient complications were reported. The patient condition was good.